Event description:
Same case as MFR ID # 2134265-2014-01649. It was reported that during an angioplasty procedure, stent damage occurred. As the 4.0x38mm promus element stent system was advanced the stent caught on the proximal entry port of the guidezilla extension catheter and was damaged. A second 4.0x38mm promus element stent was advanced with the same result. The procedure was completed with another device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).